Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during set up or inspection, the camera head was overheating. There was no patient involvement.

Manufacturer narrative:
Internal complaint reference: (B)(4). The reported device was received for evaluation. A visual inspection did not identify any issues. A functional evaluation of the device did not reveal any malfunction. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was not determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. Internal complaint reference: (B)(4).